Manufacturer narrative:
Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the distal end, air/water channel and instrument/biopsy/suction channels of the scope were cultured and there was no detection for microorganisms. Overall, the results are in conformance with the requirements. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a positive culture was not confirmed. In addition, the grip had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The suction cylinder had no color. The switch box had a scratch. Label on scope connector was damaged. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The objective lens had a scratch. The light guide lens had a crack. The customer's cleaning sterilization and disinfection (cds) was requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had germs detected during sampling. There was a total of (2) devices affected. The event occurred during reprocessing. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Related patient identifier: (B)(6).

Event description:
The customer reported to olympus, during a routine examination, the evis exera ii gastrointestinal videoscope had germs detected during sampling. The working channel tested positive for 69 colony forming units (cfus) of proteus mirabilis, pseudomonas aeruginosa, and stenotrophomonas maltophilia. The suction channel tested positive for 22 colony forming units (cfus) of proteus mirabilis and stenotrophomonas maltophilia. The following portions of the scope experienced no growth: air/water channel, distal end, valve opening, and channel separator.

Manufacturer narrative:
The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The devices were not used after the test results were confirmed. After the positive results were obtained, the endoscopes were not used in any other patient. The endoscopes have been reprocessed many times, as they are used several times every day. The endoscopes were last reprocessed on friday, 15sep2023. The sample was taken on monday, 18sep2023. The storage environment is a normal endoscope cabinet, without ventilation. The last date of use of the endoscopes was the friday or weekend before sampling (15-17sep2023). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance with the regulation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023, sampling from: distal end, cfu: no detection, bacterial identification: no germ detected. Sampling date: (B)(6) 2023, sampling from: biopsy channel/suction channel, cfu: 0 cfu, bacterial identification: no germ detected. Sampling date: (B)(6) 2023, sampling from: air/water channel, cfu: 0 cfu, bacterial identification: no germ detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.